Event description:
The customer stated that probe crashes occurred due to the flipper bar being opened on bottles 1 & 2 but the stoppers being left in the reagent bottles on two axsym troponin-I adv reagent kits. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.